Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported receiving a message ¿settings not available cannot provide your desired intensity settings¿. Pt stated their stimulator went ¿dead¿. When they attempted to recharge it, the controller displayed the message ¿stimulation is off¿. The pt turned the stimulation on and attempted to adjust the intensity; however, they were unable to increase the intensity and could only decrease it. Pt also stated they tried switching to different groups, but it does the same thing. They were able to adjust to a different level but continued to receive the same message. Agent reviewed out-of-regulation (oor) information. The pt was redirected to their hcp to address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.